Event description:
The customer experienced moderate ketone levels.

Manufacturer narrative:
The pump was returned for investigation but the complaint cartridge was not received.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed their pump supplies and the occlusions continued. The customer's blood glucose (bg) level was 526mg/dl and a correction bolus was delivered to address the bg level. It was reported that the customer was hospitalized due to the occlusion alarms. The customer declined to provide any hospitalization information but stated that they were released from the hospital the following day with a bg level of 99mg/dl. A system check was performed and the contact observed insulin bubbling at the luer lock and falling back down flat. A new cartridge was loaded and insulin was not observed exiting the luer lock during fill tubing. The contact reported that the customer would use manual injection for insulin therapy.